Event description:
The customer reported that during a gynecological case, the jaws of the device would no longer open. Some tissue was torn in removing the device resulting in some bleeding. There was no patient injury.

Manufacturer narrative:
(B)(4). The device was latched when received. Tissue remained in the jaws of the device. The tissue caused the blade to stick and not retract, keeping the jaws from opening. As a safety measure, the knife must be retracted in order to open the jaws. The jaws could be opened by pushing the handle forward as instructed in the IFU. Once the latching handle was released the jaws opened normally.